Event description:
Bayer case number: (B)(4). Medical devie removal, health state worsening [general physical health deterioration], headaches, multiple instances of cervical and musculotendinous pain [uterine cervical pain], multiple instances of cervical and musculotendinous pain [musculoskeletal pain], vertigo, paraesthesia, altered vision and hearing [visual disturbance], altered hearing [auditory disorder], loss of memory, difficulty concentrating [concentration impairment], speaking difficulty [speech disorder], memorising disorder [memory impaired], adenomyosis [adenomyosis], problems with dental hypersensitivity [hyperaesthesia teeth], teeth microfractures [tooth fracture], sleep disorder [sleep disorder], chronic fatigue, tendinopathy in the shoulders and both elbows, both index fingers, right wrist, right gluteus maximus, left adductor, right calf, [tendinopathy] tinnitus [tinnitus] & loss of memory [loss of memory]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 26-sep-2017. The most recent information was received on 16-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical devie removal") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007 she experienced headache ("headaches"), uterine cervical pain ("multiple instances of cervical and musculotendinous pain"), musculoskeletal pain ("multiple instances of cervical and musculotendinous pain"), vertigo ("vertigo"), paraesthesia ("paraesthesia"), visual impairment ("altered vision and hearing"), auditory disorder ("altered hearing"), a first episode of amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), speech disorder ("speaking difficulty"), memory impairment ("memorising disorder"), adenomyosis ("adenomyosis"), hyperaesthesia teeth ("problems with dental hypersensitivity"), tooth fracture ("teeth microfractures"), sleep disorder ("sleep disorder"), fatigue ("chronic fatigue"), tendon disorder ("tendinopathy in the shoulders and both elbows, both index fingers, right wrist, right gluteus maximus, left adductor, right calf,"), tinnitus ("tinnitus") and a second episode of amnesia ("loss of memory"). On (B)(6) 2014 she experienced general physical health deterioration ("health state worsening"). On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the headache, uterine cervical pain, vertigo, paraesthesia, latest episode of amnesia, disturbance in attention, speech disorder, memory impairment, hyperaesthesia teeth, tooth fracture, sleep disorder, fatigue and tinnitus had not resolved. The outcomes for medical device removal, general physical health deterioration, musculoskeletal pain, visual impairment, auditory disorder, adenomyosis and tendon disorder were unknown. No causality assessment was received for essure (ess205) with regard to general physical health deterioration, medical device removal, headache, uterine cervical pain, musculoskeletal pain, vertigo, paraesthesia, visual impairment, auditory disorder, the first episode of amnesia, disturbance in attention, speech disorder, memory impairment, adenomyosis, hyperaesthesia teeth, tooth fracture, sleep disorder, fatigue, tendon disorder, tinnitus or the second episode of amnesia. The reporter commented: multiple infiltrations in the shoulders, elbows, index fingers, buttocks. Operation on the right elbow and right index finger in 2024 with time off work in 2022 and 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Bone scan] on (B)(6) 2025: on the images taken in the early phase using whole-body scanning, there was no particular hyperaemic focus. On the images taken in the late phase in tomographic mode from the shoulders to the knees, normal and symmetrical fixation on the sacroiliacs. Normal fixation on the main entheses. Normal fixation on the rib cage especially the anterior end of the first ribs on the left and right. With regard to the spine, normal fixation of the thorax. With regard to the lumbar spine, normal fixation on the vertebral bodies. Minimal fixation reinforcement on the right posterior joint l4-l5 opposite image of slight osteoarthritis. Small hotspot on the right humeral head opposite a slight computed tomography (CT) anomaly consistent with rotator cuff enthesopathy. Conclusion: this bone scan did not reveal any signs of inflammatory arthropathy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-sep-2017 for the following meddra preferred term: adverse event: the analysis in the global safety database revealed 22 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 16-oct-2025: new events medical device removal, headaches, multiple instances of cervical and musculotendinous pain, vertigo, paranesthesia, altered vision and hearing, loss of memory, difficulty concentrating, speaking and memorizing, adenomyosis, problems with dental hypersensitivity and teeth microfractures, sleep disorders, chronic fatigue were added. Essure removal date added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.